Manufacturer narrative:
The device was sent to an independent laboratory for microbial testing. The device tested negative for growth. The device was then returned to olympus for evaluation. A boroscope was used to inspect the interior walls of the biopsy and suction channels of the device. Yellow stains were observed on the biopsy channel walls at the bending section area. There were no signs of stains or foreign material on the suction channel wall. The scope passed leak testing. The device was serviced and returned to the facility.

Manufacturer narrative:
The device was returned to olympus for evaluation; however the device evaluation is still pending. The device will be sent to our independent laboratory for microbial testing. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility on 5/25/2016. An onsite reprocessing in-service training was performed with the user facility staff. It was noted that the suction valve was not placed back into the suction cylinder during manual cleaning; which doesn¿t allow adequate aspiration of detergent into the channel of the device as stated in the reprocessing manual. This finding, of not following proper reprocessing instructions most likely contributed to the reported event. The instruction manual contains detailed instructions on how to properly aspirate detergent into the channels of the device. ¿immerse the distal end of the insertion tube in detergent solution. Depress the suction valve to the first stage and aspirate detergent solution into the instrument channel for 30 seconds. Then depress the suction valve completely and aspirate detergent solution into the balloon channel for 30 seconds. Remove the distal end of the insertion tube from the detergent solution. Depress the suction valve to the first stage and aspirate air for 10 seconds. Then depress the suction valve completely and aspirate air for 10 seconds.¿

Event description:
Olympus was informed that after the device was reprocessed, the device tested positive for alpha strep. Viridans. The device was cultured following the center for disease prevention control (cdc) guidelines. The account uses a non olympus automated endoscope reprocessors (aer) medivators advantage using rapicide a&b as their disinfectant, and revitalox enzymatic as their detergent. There have been no problems noted with the account's aer machine. It was reported that the scope is brushed during manual cleaning using the following brushes: hedgehog endochoice, olympus eus bw-400b, and an olympus maj-1534. Pre-cleaning is performed immediately after procedure. Steps to pre-cleaning were reported as follows: channels are flushed with 500ml of detergent and the exterior is wiped down based on manufacturer's guidelines, the suction key is attached and the air/water and suction channels are flushed with detergent, and a two part flush with valve is used. In addition, the scope is leak tested using a non olympus leak tester (veriscan medivators) and the scopes are stored in a ventilated cabinet. An olympus endoscopy support specialist (ess) provided an in-service reprocessing training at the account on october 2015. All of the reprocessing staff is properly trained. There are no reported patient infections.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fds to odg.